Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. P/n 528236 is not being manufactured currently, however, another part number from the same family was used for the verification of failure mode reported in the current manufacturing process and was conducted as follows:13 staplers were taken from the current production from p/n 528235 visistat 35w non-sterile lot# 73j1800742 the staplers were functionally inspected and the issue reported "stapler jamming" was not observed in the current manufacturing process, the staples were loaded and released correctly. The device history review for the product visistat 35r 6/box lot 73a1800774 investigation did not show issues related to the complaint. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler is not working; sometimes it gets stuck and other times it does not close properly.